Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided instructions for resetting the pump. After resetting, the malfunction did not recur, and the customer was advised that they could continue using the pump and to call back if any further malfunctions occurred.